Event description:
It was reported the remote monitoring transmission indicated a lead integrity alert triggered for the right ventricular (rv) lead. The rv lead had high pace/sense impedance, suspected oversensing and a possible fracture. The rv lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was high resistance/impedance with patient alerts for out of tolerance subthreshold lead impedance on (B)(4) 2011 and (B)(4) 2011. Weekly pace lead impedance trend data shows an abrupt increase for max rv pace equaling 568 to 2304 ohms peak between (B)(4) 2011 and (B)(4) 2012. There was oversensing with ventricular (non-sustained tachycardia) nst less than equal to 190 ms between (B)(4) 2012 and (B)(4) 2012.